Manufacturer narrative:
H10: the service engineer (se) reported that during the evaluation of the device, the issue (shuts off) could not be duplicated. No further actions were performed by the se, regarding the alleged malfunction.

Manufacturer narrative:
It was reported that there was no patient involvement when the issue occurred. No patient or user harm reported.

Event description:
Philips received a complaint from the biomedical engineer (bme) reporting that the v60 ventilator shuts off when the circuit is attached. It was unknown how the issue was found. No patient or user harm reported. It was reported that the device would be sent to philips for depot repair. Investigation is ongoing.